Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. A break was found in the forceps wire due to an external factor. There were scratches on the tip body, insertion part cover, grip, operation part, switch box, suction cylinder, up/down knob, operation part cover, up/down angle fixing lever, right/left knob, universal code, right/left angle fixing knob due to external factors. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the extension of the angle wire. The bending section cover adhesive was missing. The tip cover, objective lens, and scope connector may have been scratched due to external factors. The lighting lens was cracked due to an external factor (tip hit). The display of the grip was unclear due to external factors. Shadows were visible in the image. The forceps stopper was scraped due to an external factor. Water cover was observed on the electrical connector. The paint on the air / water supply cylinder and suction cylinder was peeled off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the olympus representative, the forceps elevator wire broke on the evis lucera duodenovideoscope. No patient harm reported. During the evaluation of the device, it was noted there was a gap in the adhesive between the plastic cover and the tip cover. This report is to capture the reportable malfunction of a gap in the adhesive between the plastic cover and the tip cover noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to physical stress such as dropping or hitting, or deterioration by chemical stress during reprocessing. Olympus will continue to monitor field performance for this device.